Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode was shorter than normal when removed. Blood glucose value was unknown at the time of the incident. The customer did not experience any discomfort and there was no problem removing the needle housing. No further details were given. The product will not be returned for analysis.